Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt connector/monitor case, service code 204: belt/monitor unusable, service code 107: multiple abnormal shutdowns) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt, causing the service codes. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor had a damaged case and belt connector and they were experiencing service code 204: belt/monitor unusable, and service code 107: multiple abnormal shutdowns.